Event description:
At about 3 months from primary, the patient came in reporting instability due to lateral dislocation. The surgeon revised to a thicker poly, 14mm to 20mm, and used sutures to tighten the lcl. The surgery was completed successfully

Manufacturer narrative:
Batch review performed on 07-07-2025 gmk-spherika 02.12. E0314fl gmk-sphere tibial insert e-cross - flex 3l - 14mm (k202022) lot. 2409134: (B)(4) items manufactured and released on 07-05-2024 expiration date: 2029-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: gmk-spherika 02.12. Ka03l gmk spherika femoral component s3l cemented (k211004) lot. 2422098: (B)(4) items manufactured and released on 04-11-2024 expiration date: 2029-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.